Event description:
Kimberly-clark received a report stating, "the patient was being emergently intubated. The tube was in place and the vent began to alarm. The tube was checked and it had deflated. The patient had to be reintubated. We checked the rest of the tubes we had and found another that would not stay inflated so we removed it from stock to return it as well. It was not used on a patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record review is pending. Two samples were returned, and both samples were reported as leaking by the initial reporter. For one sample, leakage was observed at the distal cuff collar, the collar appeared shifted along the shaft of the tube, and visible etching (under magnification) on the surface of tube indicated the presence of solvent. No leakage was detected from the cuff or inflation line of the second sample. The investigation is ongoing. Directions for use state, "test the cuff, pilot balloon and valve of each tube by inflation/deflation prior to use. Insert a luer-tip syringe into the cuff inflation valve housing and inflate and completely deflate the cuff to check appropriate expansion and deflation." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.